Event description:
It was initially reported that the pt's stimulation was fine except when she was in her apartment. Stimulation was noted to be in the right place and at the right level, however, she could feel pain "in the stimulation area" when she was at home. As stimulation was increased, the pt would feel more pain. The pt noted when stimulation is turned off, she does not feel pain. The pt believed that someone living with/near her was changing her device program, or sending an interfering signal. On (B)(6) 2010, the pt was having an issue with recharging. Repositioning the antenna and re-initiating charging was discussed. The pt was later able to get all black bars filled in by moving the antenna downward. On 09/14/2010, it was further reported that every time the pt went home following device reprogramming, she would lose her programs and had to go back for reprogramming again. The pt wasn't sure if the issue was related to her being in her apartment, or the pt programmer. It was noted that the issue did not occur with the pt's older/previous device. The pt's status was fair. Requesting a new pt programmer was discussed. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).